Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock (ias) due to t and p wave oversensing. It was noted the r wave amplitude was very difficult to assess the rate of the rhythm prior to the ias. This patient was lying down at the time of the ias. The rate settings were adjusted. Technical services (ts) discussed programming optimization including assessing other vectors and smart charge extension. This electrode remains in service. No adverse patient effects were reported. Additional information was received that x rays were performed a few weeks prior in which the electrophysiologist will look at. Automatic setup was run in which alternate vector was unsuccessful and primary and secondary passed. Primary and secondary vectors revealed r wave reduction while this patient was lying on their left side. Pushing on the device did not impact the r wave size. Ts recommended increasing rate cutoffs and reviewing x rays. Additional information was received that this electrode was explanted due to the inappropriate shock and oversensing issues. A transvenous system was implanted which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock (ias) due to t and p wave oversensing. It was noted the r wave amplitude was very difficult to assess the rate of the rhythm prior to the ias. This patient was lying down at the time of the ias. The rate settings were adjusted. Technical services (ts) discussed programming optimization including assessing other vectors and smart charge extension. This electrode remains in service. No adverse patient effects were reported. Additional information was received that x rays were performed a few weeks prior in which the electrophysiologist will look at. Automatic setup was run in which alternate vector was unsuccessful and primary and secondary passed. Primary and secondary vectors revealed r wave reduction while this patient was lying on their left side. Pushing on the device did not impact the r wave size. Ts recommended increasing rate cutoffs and reviewing x rays.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock (ias) due to t and p wave oversensing. It was noted the r wave amplitude was very difficult to assess the rate of the rhythm prior to the ias. This patient was lying down at the time of the ias. The rate settings were adjusted. Technical services (ts) discussed programming optimization including assessing other vectors and smart charge extension. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.